Event description:
It was observed that during the device evaluation, the subject device exhibited the ultrasound plug unit damaged and the image had blurred. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause of the blurred image was a damaged ultrasound plug unit. The most probable cause of the damaged ultrasound plug unit was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.